Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error after a bolus attempt. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.